Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was scissoring. Another device was used to finish the case. There were no adverse patient consequences.

Manufacturer narrative:
Device was not returned for evaluation.